Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legal system) complaint number wpc (B)(4) reason for original complaint - the patient was revised because of pain, dislocation, cup loosening. Update - (B)(6) 2011 - litigation papers were received. There is no new information that would change the outcome of the investigation. Update (B)(6) 2016 medical records received. After review of the medical records for MDR reportability, the revision surgery notes reported alval and loose cup. Medical records stated there was metallosis. Litigation on (B)(4) alleges elevated metal ion levels. Updating head/liner and adding stem. The complaint was updated on: (B)(6) 2016.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.